Manufacturer narrative:
Manufacturer's updated investigation conclusion: the reported event of the heartmate mobile power unit (mpu) not powering on was not confirmed. The heartmate mobile power unit (mpu) (serial #: (B)(6)) was returned for service at the abbott european distribution center (edc) and serviced on 24sept202. No log files were submitted for review. The heartmate mobile power unit was able to power up as intended and passed functional testing. The mpu patient cable was replaced per preventative maintenance. The patient cable was tested at the abbott burlington product performance engineering lab and passed all stages of testing. The reported event of the mpu not powering on was unable to be determined. The mpu was returned to the customer. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) not powering on was not confirmed. The heartmate mobile power unit (mpu) (serial #: (B)(6) ) was returned for service at the abbott european distribution center (edc) and serviced on 24sept2020. No log files were submitted for review. The heartmate mobile power unit was able to power up as intended and passed functional testing. The reported event of the mpu not powering on was unable to be determined. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was returned to the distributor for routine maintenance and the technician noticed that the mpu would not start up. The device was to be returned to the manufacturer.